Event description:
Customer reported high blood glucose readings. Customer states that they were at the air port a couple days ago and that they didn't have the blue test plug to test the transmitter. Customer also states that she received two lost sensor alerts. The blood glucose reading is 406 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).